Event description:
Caller reported damage to tandem charging cable, which made charging supplies non-functional. There was no adverse impact to the customer's blood glucose level. Technical support arranged for replacement of the damaged charging supplies via 2-day shipping.